Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin therapy.